Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was visible particulates. The bag was collapsed. Upon filling the particulates did not move. With an attempt to extract the air, the distributor could hear a "sucking noise" the noise was appreciated near the piggy tail and bag connection, where it was near the mohawk. The noise was appreciated at the syringe, a second syringe was used to confirm. Tapping on the cassette did move the particulate, and shaking the cassette did appear to dissolve the particulate after it had been dislodged. The event occurred at the distributor facility, and there was no patient involvement.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.